Event description:
Patient reported the menu button on the infusion device does not work. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the elevated blood glucose level. Requested return of the alleged infusion device.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. Buttons work properly.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained it will be provided in the supplemental report.